Manufacturer narrative:
The following section could not be completed with the limited information provided. (B)(4).

Event description:
It is reported that the patient was revised 6 months post implantation due to a periprosthetic fracture.

Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. The device remained in-vivo for 6 months. The device history records for the reported device were reviewed and no deviations or anomalies were noted. The reported device was used for treatment. The devices were used in an approved and compatible combination. A complaint history review identified no previous complaints for the part-lot combination of the reported device. The search also identified four other complaints for the product part for the same or similar issue. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.